Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the wake button was not working. Reportedly, it was extremely difficult to press and required multiple presses to preform as intended. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.